Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2. Patient city: (B)(6). Patient country: unites states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that two infusions set came off due to which hyperglycemia occurs. High blood glucose level was 295 mg/dl and was treated by insulin pen. No further information was available